Event description:
Caller reported a cgm error associated with their device. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, performed a reset on the pump, and successfully started a new sensor session without encountering the error again.